Manufacturer narrative:
Pt information: unknown/not provided. Device evaluation: one (1) opened loi received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality tests were performed, and the results were found within specifications. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that there was suction loss with the liquid optics interface (loi). The incident occurred during laser treatment. The procedure was completed successfully manually and there was no patient injury or surgical intervention needed. No further information provided.